Manufacturer narrative:
Device passed displacement test and self test. No unexpected time or clock anomalies noted. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the time and date changed on the insulin pump even though they didn't replace the battery also stated that sometimes the bolus delivery was inaccurate where the amount was just partially delivered or the amount was changed to a different unit. Customer stated the loss was not greater than 3 minutes within 10 days also loss was greater than 9 minutes within 30 days. No harm requiring medical intervention was reported. The device will not be returned for analysis.